Manufacturer narrative:
Concomitant medical product(s): a 4968-35 lead; 5071-53 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.